Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the right ventricular (rv) lead impedance trend showed a slow rise from 808 ohms at implant to 1200 ohms. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual lead involved in the event was not returned for analysis; however, performance data was collected from the device was analyzed. 2-patient alerts for rv. Pace lead z on (B)(6) -2012 and (B)(6) 2012. Weekly pace lead trend data shows an abrupt increase for max v.pace= 1200 to 7696 ohms peak between (B)(6) 2012 and (B)(6) 2012. (B)(4).

Event description:
It was reported the right ventricular (rv) lead impedance trend showed a slow rise from 808 ohms at implant to 1200 ohms. It was further reported that the lead exhibited high impedances and noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.